Event description:
The customer reported: "intermittent monitoring." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned sensor was evaluated and passed visual inspection. It failed continuity testing due to an intermittent open in the cable at the detector circuit at the sensor's bend relief end. When the intermittent connection was held in normal operation and then manipulated to "open" (non-functional) condition, the device went into alarm condition (audibly and visually alarmed), readings zeroed out, pleth went flat, and ¿sensor off patient" error message displayed on the lab monitor. Initial reporter telephone number exceeded the maximum allowable characters, telephone number is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: other, the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported: "intermittent monitoring." No consequences or impact to patient were reported.